Event description:
On 02/24/2000, the surgeon informed the distributor's marketing mgr of the following: surgeon does not like the blue polyurethane catheters. Surgeon feels it does not connect as easily as the white silicone catheters do to the devices. Surgeon also feels the locking device does not slide over the catheter as easily. The distributor's sales rep visited the surgeon and the surgeon will be using another product from the MFR's product line. No further details were provided.